Manufacturer narrative:
The reported event of ipg being inoperable was confirmed. The ipg would not communicate due to a depleted battery. After the battery was recovered the ipg communicated, fully charged, and was functionally tested to manufacturing specifications using the autotester. The ipg passed autotest. Unable to determine what caused the battery depletion.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had stopped communicating with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the system was explanted and replaced with a competitor system.